Manufacturer narrative:
Unit had intermittent button response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. No excessive "no delivery" alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tubelip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act buttons was difficult to press. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.